Event description:
It was further reported that the nc quantam apex balloon was being used for predilation. The device was removed from the patient intact. It was also noted that no shaft kinks were observed.

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The target lesion was located in a severely calcified unspecified coronary vessel. The 15mm x 3.00mm nc quantum apex monorail balloon ruptured at approximately 16atms. The procedure was completed with a different device. No patient complications were reported and the patient's status is listed as okay.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).